Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and non calcified right coronary artery (rca). An unspecified stent was deployed. A 15mm x 4.00mm nc quantum apex balloon catheter was selected to post dilate the target lesion. The balloon was inflated three times. During the third inflation the balloon ruptured. The number of inflations and to what atms is unknown. It was suspected that the device was inflated over the rated burst pressure (rbp). The device was removed intact. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.